Event description:
It was reported that the right ventricular lead exhibited loss of sensing. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found medical adhesive on the ring electrode which resulted in the reported sensing anomaly.